Manufacturer narrative:
There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. The device history record review was not completed as no lot number was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use the vita wave cuff pressure values of 146/63 (93) were different from the a-line values of 165/70 (106) during induction. There was no patient injury. The device is not available for evaluation.